Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon rupture, detachment and difficulty removing a catheter occurred. Vascular access was obtained via the ankle. The significantly stenosed target lesion was located in the iliac artery. A 8.0 x 60, 135 cm mustang balloon catheter was successfully advanced to the target lesion. Multiple inflations were performed to rated burst pressure and possibly above rated burst pressure. When the mustang balloon catheter was pulled back difficulty was encountered and the catheter was unable to withdraw. The physician pulled back the mustang balloon catheter again and observed blood coming through the balloon into the catheter and noted that a balloon rupture had occurred. The physician continued pulling the mustang balloon catheter, but the device would not withdraw. The hub of the mustang catheter was cut off to advance another catheter over the device to capture the mustang balloon catheter, but a catheter long enough to reach the device was unavailable. Physician obtained vascular access via the jugular and deployed a snare to capture the mustang balloon catheter, but the balloon separated and only a portion of the balloon was retrieved. The snare was re advanced and successfully captured the remaining portion of the balloon. The procedure was completed with this device. No further patient complications were reported and the patient status is listed as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).